Event description:
The surgeon reported the vitrectomy probe continued to aspirate despite stepping off the footpedal. The vitrectomy probe tip latched onto the retina causing a bleed. The retinotomy became three times bigger. The surgeon stated the retina was "flying into the vitrector". The nurse eventually bent the tubing to release the retina; as reflux and other methods would not release the vitrectomy probe tip. The surgeon repaired the retina.

Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. No samples were returned for evaluation.